Manufacturer narrative:
H10: two (2) devices were received for evaluation. A visual inspection was performed, and it was noted that the female connector was separated from the main body in both samples. Functional testing including leak testing, clear passage testing, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition is related to inadequate solvent application during manufacturing. A nonconformance has been opened to address this issue. Connection testing was also performed on the female connection with no issues noted. The disconnection issue with the female connector was not duplicated. There were no other issues noted during the evaluation. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the luer connector (female connector) and the main body of a minicap extended life pd transfer set. This occurred after treatment of peritoneal dialysis (pd) therapy. As a result, the female connector could not be separated from the solution bag. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.